Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. (B)(4) retained tubes from the same lot number were used to carry out testing to gauge stopper pull out forces. The results met specification. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7010722. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® glass ctad tube with light blue bd hemogard¿ had the cap of the tube spring off at the end of the puncture. No injury or medical intervention reported.